Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Gastrointestinal hemorrhage is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in denmark underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced problems with inner tube causing bleeding. It was reported that the patient had complications with the tube which resulted in adverse event which could have been fatal. Though requested, no additional information regarding the event was provided.